Event description:
It was reported that the customer experienced a low blood glucose (bg) level; cause and bg level was not known. Reportedly, control-iq feature was off and customer did not have continuous glucose monitor (cgm) session on. Paramedics were called and sugar was applied by bystanders on customer's lips to address bg level; customer's bg level was 57-58 mg/dl after treatment. The customer was admitted into the emergency room; customer was monitored and no treatment was provided. Customer was released from the emergency room on july 14th, 2024 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
Drafted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.